Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the calcified, proximal right coronary artery (rca) with the use of an unspecified device. A 4.50 x 19 mm graftmaster was implanted at 16 atmosphere (atm), but did not fully seal the perforation, so a 4.0 x 26 mm graftmaster was implanted inside the first stent at 16 atm, successfully sealing the perforation. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.